Manufacturer narrative:
Per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed inaccurate fill estimate intermittently. Reportedly, the customers insulin gauge displayed an inaccurate value of 125 and remained static after the customer filled the cartridge with over 300 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the existing cartridge for insulin therapy.